Event description:
During an angioplasty procedure, the catheter balloon burst on the first inflation. The catheter was removed & replaced to complete the procedure with no pt injury or further complications.